Manufacturer narrative:
Name of initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximated as it was reported that the exact date was unknown. Name of the initial reporter is unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system intermittently lost connection with the camera cart. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was suspected that the issue was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.